Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose level was reported as "high" at the time, and a correction bolus was administered using the pump. Technical support instructed the customer to try troubleshooting steps such as ensuring the pump was not plugged into a power source and to use different charging supplies, which eventually allowed the pump to begin charging after being plugged into a working outlet for at least 30 minutes.